Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced a gastrointestinal bleed. No event date, duration of event or treatment was reported. The event date of (B)(6) 2017 is estimated. Additional information was requested but was not provided.

Manufacturer narrative:
The left ventricular assist system (lvas) was not available for evaluation. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.